Manufacturer narrative:
(B)(4). Batch # n54e6m. The analysis results showed that one gst60b cartridge was received unfired and with the pan and body cartridge damaged. No functional test could be performed due to the condition of the returned cartridge. Although no conclusion could be reached as to how the cartridge became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a sleeve gastrectomy procedure, the cartridge deck was bent right out of the package. Reload was not used or attempted to use. Case completed with another reload of the same product code. There were no patient consequences reported.